Event description:
The customer observed a false non-reactive alinity I syphilis tp result generated for a female patient in the dermatology department. The patient presented with ulcerated skin, and at another hospital had a positive result on an unknown platform. The following data was provided (reference range <1 s/co): initial result =0.73 s/co, repeat = 0.76 s/co. Manual tppa result = positive. Johnson & johnson result = 5.27s/co (positive). Trust result = negative. Western blot = positive (igm positive, bands were tp15 and tp47). Patient was treated with penicillin on the day test results were received due to being in an early stage of syphilis, and treatment was not delayed due to the false non-reactive abbott results. No impact or negative impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, in house testing, and return sample analysis was completed. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot identified slightly higher complaint activity; however, no related trends were identified. Device history review did not identify any non-conformances or deviations with the complaint lot and complaint issue. The returned specimen sample was tested using lot 55062be01, as the complaint lot was not available, and the following results were obtained: sample ID (B)(6) alinity I syphilis tp: 0.70 s/co (non-reactive); recomline treponema igg: negative (tp47: very low intensity, tp15: very low intensity); recomline treponema igm: positive (tp47: strong intensity, tp15: low intensity). During testing a non-reactive result was generated for the return sample with lot 55062be01, therefore it could be shown that the issue is not lot specific. This lot was investigated as well. In-house testing of retained reagent kits of the complaint lots was performed. All specifications were met, and no false non-reactive results were obtained, indicating that the lots generate the expected results. (Note: lots 57416be00/57416be01 and 55062be00/55062be01 contain the same bulk material and are identical except the labeling of the outer package.) Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lots 57416be01 and 55062be01 were identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 07p60-77, which has a similar product distributed in the us, list number 07p60-21/-31.

Event description:
The customer observed a false non-reactive alinity I syphilis tp result generated for a female patient in the dermatology department. The patient presented with ulcerated skin, and at another hospital had a positive result on an unknown platform. The following data was provided (reference range <1 s/co): initial result =0.73 s/co, repeat = 0.76 s/co manual tppa result = positive johnson & johnson result = 5.27s/co (positive) trust result = negative western blot = positive (igm positive, bands were tp15 and tp47) patient was treated with penicillin on the day test results were received due to being in an early stage of syphilis, and treatment was not delayed due to the false non-reactive abbott results. No impact or negative impact to patient management was reported.